Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned using fluoroscopy. Philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting up. No x-ray. Upon troubleshooting, fse reviewed system log files and found tube current out of range error "xsc: grid leakage current out of range". To resolve the issue, fse replaced the x-ray tube and calibrated it. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be a vacuum leak (welding of tube window). A vacuum leak leads to error messages showing grid switch failures or tube current being out of range. After replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.